Event description:
It was reported that the spring wire guide was inserted left subclavian. Then, the catheter was inserted over the wire guide. The physician could not remove the wire guide, so he withdrew the catheter and wire guide at the same time. At that time he noticed that the spring wire guide had unravelled. An x-ray was taken which showed a retained piece of the wire guide. It was removed surgically without any pt complications.